Event description:
An optician reported that a customer reported that they had experienced right eye pain and foreign body sensation, and had used unspecified otc drops for 2 days prior while continuing to wear night & day contact lenses. The optician advised seeking medical care, however, the consumer only removed the lens. Further information received on september 3rd that the consumer sought care the following day, from a hospital & was admitted for treatment of an infectious central corneal ulcer and iritis. Treatment consisted of eyedrops, ointment, IV antibiotics, antibacterial & anti-inflammatory medications. The IV was stopped after 2 weeks, eyedrops decreased after 3 weeks. The ulcer was improved at one month. Consumer discharged two months later, with continued outpatient treatment. Right eye acuity during event reported as hand motion. Pre-event acuity not provided, post-event/current acuity not provided. Several requests have been made for additional information, however no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." The suspect device was not made available for investigation. The returned opened complaint sample is thought to have been from the same carton (packaging) as the suspect device and was found to be out of specification for particle inclusion. There was no lot number provided, therefore, no detailed manufacturing investigation can be performed.